Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755-s (serial: (B)(6)); product type: 0213-recharger; UDI: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable neurostimulator (ins). The indications for use was fbss leg/back and spinal pain indications. It was reported that the recharger cord was getting quite warm when recharging the ins to the point of being painful. The patient stated the issue started the second or third time they started recharging. The patient spoke to their manufacturer representative and they suggested recharging to 80%, and the patient tried that and it still felt pretty warm. The manufacturer's patient services specialist (pss) asked when this issue started and patient stated probably around 1st of april. The last time they charged was the night before last and they charged to 80%. The patient stated they usually set the timer to check after a half hour to 40 minutes and depending on how far they got in that time. The last two times the patient recharged, they noticed the cord was getting warm and they felt a stinging in their back where the implants were located. The patient asked if this caused any other symptoms. The patient noted they couldn't tell if it left a red mark. The patient reported they were feeling a tingling in their body, specifically over the implant. The issue was not resolved through troubleshooting. A replacement recharger was sent out.

Event description:
Patient called back to say they received the replacement recharger and it was working as intended - recharger did not heat up or cause discomfort while charging ins today. Patient stated they would send back original recharger, but wanted to say thank you for sending the replacement recharger. Agent attempted to collect serial number, but patient did not have recharger with them at time of call. Patient(pt) called back to provide serial number from replacement recharger in this case and says they will be sending back old one soon. Pt also added they noticed the replacement recharger works better. Pt also repeated they sometimes feel tingling at the battery site while charging and when they first start to charge. Pt mentioned sometimes the controller doesn't find the device (agent asked with or without recharger and event date - pt did not give clear answer). Pt stated they start charging the implant at 30%-40% and takes 35-40 minutes to charge - agent reviewed this is normal. Agent reviewed role of rep and recommended pt can try to turn st imulation off while recharging to see if tingling issue resolves and for faster implant charging. Pt stated the implant is helping and they notice a difference.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger. Product ID 97755-s serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID: 97755, serial# (B)(6). Was returned for product analysis. Analysis found the complaint was unable to be verified. They found no issues with finding or charging the ins. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.